Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Discarded.

Event description:
It was reported that a patient underwent a hand tendon repair procedure on (B)(6) 2016. During the procedure, the sleeve of the anchor would not retract and the surgeon was unable to seat the anchor. The surgeon removed the anchor from the patient and used another anchor to complete the procedure, resulting in a 10 minute delay.